Event description:
It was reported that the customer receives system error 133.6080 on device, at power up. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6080. Technical support- 1. Charge battery pack. 2. Replace backup speaker 3. Return to factory for repair. Explained problematic fault to the back-up speaker. No battery issues reported of concern. Informed customer to plug device in for a couple of hours and see if error still occurs. Customer to repair/replace the back-up speaker. Customer will call back if any further concerns need to be addressed. End call. A review of the device history record showed the device had a manufacture date of 13feb2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer receives system error 133.6080 on device, at power up. There was no patient involvement.